Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on 3 occasions. The customer declined transfer to the 24 hr hl for troubleshooting and incident documentation. It is unknown if the insulin pump will be returned for analysis.